Event description:
The following has been reported: biomed reported: no reports of active infusion and I have cleaned the black sensor area on the pump and used 2 different tubing sets and no matter what I always get this message when tubing is inserted into pump. Biomed added that "I forgot to mention the upper right most av pin is stuck in. I tried soaking it for like 30 minutes and it will not come out. Sorry I forgot that". Fresenius kabi rep asked biomed to soak pin overnight and try and loosen in the morning. Fresenius kabi to have customers clean the av pins and run a test infusion. (B)(6) 2024, test infusion was successful. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped (per a review of the logs). Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.